Event description:
Our affiliate is reporting to us that the pt underwent a successful arthroscopic shoulder procedure with the use of a versalok anchor for fixation on (B) (6) 2010. At some point subsequent to this, it was somehow discerned that the fixation device was either broken or had pulled out of the bone hole. A re-surgery was performed on (B) (6) 2010; at this procedure, the fixation device was removed and a new fixation device was employed in its place for remedy. This 2nd procedure was successful and the pt was released and is doing fine. There are questions out for further info and detail.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.